Event description:
Reported by attorney: pt claims to have suffered excruciating pain, laceration of internal bodily tissue and organs, erosion of internal bodily tissue and organs, dyspareunia, dysuria, painful and permanent scarring, inability to walk without extreme pain, and permanent bodily impairment and damage.